Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an inguinal hernia procedure, the device was not forming the staples properly. There were no adverse consequences to the pt. Unk how the case was completed.